Manufacturer narrative:
Analysis synthesis: as reported, a red alert pdf report caused by abnormal rv coil continuity was incorrectly generated on 19 may 2024 and found to be empty. The origin of the observed problem has not yet been determined, but it results from a system limitation or a software bug. It should be noted that the report is correctly generated within the next 48 hours.

Event description:
Reportedly, a blank pdf report was transmitted due to a red alert (abnormal continuity of the vr coil) and it was not possible to view it.